Manufacturer narrative:
H3 device evaluation - examination by the engineer noted the fracture plane is skewed relative to the driver's longitudinal axis. This type of fracture is indicative of failure due to combination loading. It is believed that both torque and bending moments acting on the driver's tip resulted in the failure. The device has been available for use for almost 10 years. Damage from prior high torque/high bending moment application can not be ruled out as a potential contributing factor for the failure. Review of device history records found ten (10) pieces of this lot released for distribution on 5/21/2015 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final tightening the tip of a t25, lock-screw torque driver, reform broke off. The tip was retrieved and x-rays were taken to assure no fragments were missed. Another driver was puilled from a backup set and used to successfully complete the procedure. There was no patient injiury or delay to the procedure.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final tightening the tip of a t25, lock-screw torque driver, reform broke off. The tip was retrieved and x-rays were taken to assure no fragments were missed. Another driver was pulled from a backup set and used to successfully complete the procedure. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.